Event description:
It was reported that the arctic sun device was not cooling. A functional check and check of the diagnostics showed chiller temperature (t4) was at 4c, but with mixing pump command (mpc) was at 100 percentage, outlet control temperature (t2) had remained at 22c. They discussed this was indicative of a failed mixing pump he stated would like to send this device in for 2000 hour service. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the caster was ruptured from the machine. 3 other casters were loose fit. Tank seals were torn or worn or dry rotting. Unit was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Unit was primed to fill during decon. Serviced circulation pump during the pm process. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.